Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 4.6; 2nd inr = 3.5; 3rd inr = 1.5. Pt self tester used same finger stick for 2 of the 3 readings (wasn't sure which). Pt's therapeutic range is 2.5-3.5. Strips expired 08/2011.